Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported the patient presented to the clinic with an intrinsic heartrate in the 40's. It was also reported there was no magnet response, no pacing output and no device telemetry. It was noted the device check three months prior projected an estimated longevity of 24 months remaining. The device was replaced. No further patient complications have been reported as a result of this event.